Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant during pre-discharge check, the left ventricular lead exhibited loss of capture due to dislodgement. The lead was repositioned successfully. The patient was doing well.